Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. The malfunction caused the customer's blood glucose to exceed safe levels, but a specific value was not known as it displayed "high." The customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi) and did not require third-party assistance. Tandem technical support decided to replace the pump. The customer indicated interest in obtaining an out-of-warranty loaner pump, as the original was no longer under warranty.